Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd medsystem iii¿ primary infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: during an intravenous infusion of insulin to a patient, when the infusion pump was put on hold, the flow did not actually stop, resulting in the drug falling into the vial. It was suspected that the infuser cassette that was supposed to block the flow did not block it completely, resulting in the drug falling freely. Consequence was hypoglycaemia (40 mg/dl).

Manufacturer narrative:
H6: investigation summary: a 28543-0006 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 20086385. The feedback provided by the customer indicates that when the pump was stopped, fluid continued to flow into the drip chamber. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20086385 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 28543-0006 product over the past 24 months.

Event description:
It was reported while using bd medsystem iii¿ primary infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: during an intravenous infusion of insulin to a patient, when the infusion pump was put on hold, the flow did not actually stop, resulting in the drug falling into the vial. It was suspected that the infuser cassette that was supposed to block the flow did not block it completely, resulting in the drug falling freely. Consequence was hypoglycaemia (40 mg/dl).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2023 . H6: investigation summary one 28543-0006 sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 20086385. The feedback provided by the customer suggests that when the infusion pump was on stand by mode, fluid continued to be infused into the patient. A visual inspection of the returned sample did not identify any obvious manufacturing defects or damage which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the set to a medsystem iii pump from bd stock; whilst the pump was on standby no freeflow was observed from the infusion set throughout the test. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20086385 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported while using bd medsystem iii¿ primary infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: during an intravenous infusion of insulin to a patient, when the infusion pump was put on hold, the flow did not actually stop, resulting in the drug falling into the vial. It was suspected that the infuser cassette that was supposed to block the flow did not block it completely, resulting in the drug falling freely. Consequence was hypoglycaemia (40 mg/dl).